Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. Pump received with broken reservoir tube lip, the p cap does not lock into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that insulin pump had alert after changing the battery got a battery out limit. No harm requiring medical intervention was reported. The device will be returned for analysis.